Event description:
It was reported that the pulse generator exhibited telemetry anomaly and premature elective replacement indicator after exposure to electrocautery. The alert was cleared. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).